Event description:
It was reported that a pt underwent a sling procedure in 2008. In 2009, the pt developed cystitis, and was treated with antibiotics, however, the pt did not have improvement of symptoms. Between 2008 and 2009, the pt felt pain around the bladder. In 2009, a calculus was found in the bladder. At about 2 weeks later, the calculus was transurethrally removed, and exposed tape (about 5mmx12mm) was observed in the bladder and removed. The surgeon suspects that the sling was placed in the bladder wall.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.